Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Physician reported a left side rupture and capsular contracture baker grade 2. Ultrasound performed. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified:red encapsulation.opening.

Event description:
Device has been explanted.